Event description:
It was reported that a secondary medication set would not flow. This occurred during a patient infusion of an unknown antibiotic. The reporter stated that the secondary set was successfully primed, but when it was attached to an unknown primary medication set, the solution would not flow. No issues were found when a new secondary set was added. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned and evaluated. The sample arrived out of the pouch and fully primed. The sample was spiked into an in-house 1000ml solution bag containing distilled water and re-primed successfully. Simulated use testing was performed, and the sample flowed normally. No other obvious defects were noted. No further testing was performed. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. If any relevant information is obtained that is related to the reported event, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.